Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the customer allegation. The electronic sensor interface board (esib) was replaced which resolved the issue.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported the unit alarmed 'vent manually', this alarm indicates a loss of mechanical ventilation. There is no report of patient involvement.